Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose was approximately 250 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.